Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per the physician's preference. No malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray confirmed that the ipg had flipped. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray confirmed that the ipg had flipped. The patient will undergo an ipg replacement.